Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins went into overdischarge and it would not respond to the overdischarge protocol, so it will be replaced. The rep will be contacted for missing information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it had not ¿worked in several months¿. It was noted that the patient had some other medical issues that had their attention more than maintaining/using their therapy. 3-4 attempts were made to restore the implantable pulse generator (ipg) to recharge mode. The patient had regular/existing ¿normal¿ pain (lowback-legs). No further complications were reported/anticipated.